Event description:
It was reported that when the patient presented via a merlin.net transmission, an episode of non sustained lead noise was noted due to erratic bigeminy, resulting in a mismatch on the near field and the far field channel. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.